Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and could not duplicate the reported issue. The ventilator passed all testing.

Event description:
It was reported that during patient use, a ventilator malfunctioned. The patient was then placed on a second ventilator. The patient was not harmed as a result of the event.